Manufacturer narrative:
This report is being supplemented to provide the event date (b3). The following sections were updated: b3,g3, g6, h2 and h10.

Manufacturer narrative:
The subject device was received and evaluated at rrc (regional repair center) olympus (B)(4). Evaluation noted the customer error description could be confirmed. Inspection found "cable break" fault. The connecting cable has a cable break and is severely kinked at the kink protection. Further inspection found pixel defects. Service repair noted that the failure is assume wear and tear damage caused with increasing use/time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Olympus will continue to monitor complaints for this device.

Event description:
As reported during receipt inspection kink in cable was found. Device return evaluation found faulty cable, connecting cable is severely kinked at the kink protection.